Event description:
The account stated that the bed has no function. No report of injury. The account isolated the pendant and the extension cable and found that the control box was bad.

Manufacturer narrative:
The account replaced the controller to correct the issue.